Event description:
It was reported that a pump was experiencing "upstream occlusion!" Alarms.

Manufacturer narrative:
(B)(4). Baxter has attempted multiple communications in trying to obtain add'l info and the return of the suspect device. Per baxter policy, at least three (3) attempts have been made to obtain further details from the customer. If the pump is returned in the future, an evaluation will be completed and a supplemental report will be submitted.